Manufacturer narrative:
The insulin pump was received with a missing overlay on the case. The insulin pump also had a blank display due to a corroded liquid crystal display board.

Event description:
The customer called to report damage on the insulin pump. The customer woke up one morning and noticed that the screen was missing. Advised that the insulin pump would be replaced. Nothing further was reported.